Event description:
It was reported that during a video assisted lung biopsy, the device was being used for the wedge resection, when the lung was inflated, the air was only going into one lobe and the staple line unzipped due to the pressure. The surgeon used the same device to restaple the resected area and the device worked properly. The lung was reinflated, this time the air was dispersed into all three lobes, not just one lobe. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.